Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The fatigue, dyspnea and mitral regurgitation are outcomes of the slda. The reported patient effects of dyspnea and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. The xtr clip delivery system (cds) listed has already been filed and is listed under med watch number 2024168-2019-13424-00.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was implanted but detached from the anterior leaflet and remained attached to the posterior leaflet (slda). To stabilize the slda, an ntr cds (90802u141) was implanted, reducing mr to a grade of 1. One (B)(6) 2020, the patient returned to the hospital due to shortness of breath and fatigue. Transesophageal echocardiogram (tee) was performed and showed the ntr clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda), causing mr to increase to a grade of 4. It was noted that no tissue damage occurred. No additional information was provided.